Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, clinical was unable to find substantial evidence to support the reported event of type iiib endoleak, but rather a type iiia endoleak due to separation of the cuff and the main body. Clinical was also able to find substantial evidence to support the following additional finding of a type 2 endoleak. The most likely cause of the loss of seal was related to the short overlap length (2cm) of the main body and suprarenal extension at implant, which at the time of implant met the IFU indications, but has changed and by current indications would be considered off-label. There was no device related issue involving the type ii endoleak, the cautionary product use condition, patent lumbar arteries, likely contributed to the procedural harm: type ii endoleak. The final patient disposition was discharged post-operative day one, there have been no additional patient sequelae reported. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; patient conditions including disease progression or anatomical changes post implant; off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; sizing guidance and instructions were updated in the IFU and released on 06/17/2015, field training was completed by 08/03/2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.

Event description:
Additional information: during the clinical evaluation, clinical was able to find substantial evidence to refute the reported event of type 3b endoleak rather it was a type 3a endoleak with disjunction of mb and sr cuff.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2011, the patient was initially implanted with a bifurcated stent and a suprarenal extension. On (B)(6) 2017, a type 3b endoleak was discovered. On (B)(6) 2017, the physician elected to implant an additional suprarenal extension and an infrarenal extension to seal the endoleak. There have been no additional patient sequelae reported.